Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. Concomitant medical products: other relevant device(s) are: if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that during servicing, a faulty uninterruptible power supply (ups) battery was identified. There was no patient present when this issue was identified.